Event description:
Spontaneous call; pt stating her pump alarmed for no disposable clamp. Pt states that last time that happened she was able to attach same cassette to different pump and continued infusion. This time both pumps errored for same message, so pt believes cassette was faulty. Pt would like documented she lost 1 mix when due for her next refill. Pt has been off medication for 20 minutes and states she will be starting infusion again within an hour. Pt did not have lot number available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Pt has extras. Did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Going to restart within the hour per pt. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.